Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch manufacturer report reference number. Attachment: user facility voluntary medwatch report number mw5082711.

Event description:
Sus voluntary event report received states: no pt harm. Plastic that covers the metal part became fractured. Device immediately removed with no patient harm. Diagnosis or reason for use: femoral artery closure device for hemostasis.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: it was reported that a suture placement in a calcified right common femoral artery was attempted using only one proglide device using the pre-close technique via a 6f sheath prior to a thoracic endovascular aneurysm repair (tevar) interventional procedure. Reportedly, the proglide fractured at the distal guide; however, remained held together in one piece. The suture of a new proglide device was successfully pre-placed. The sheath remained a 6f sheath and the tevar procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.